Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow from the filling port of a large volume infusor. This occurred during fillling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from august 15, 2019 - august 16, 2019. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found fluid inside the bag that contained the sample. Functional testing was performed by filling the device with green colored water. During fill, no evidence of backflow or leak was observed at the fill port. After fill, the blue winged luer cap was hand tightened. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.